Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that during follow up, elevated and unstable thresholds were noted. The lead was explanted and replaced.